Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 408 mg/dl at the time of the call. The customer could not change their sets because they did not have supplies at work. The customer was advised to change their set and to return the sets they used back for analysis. The customer was able to bolus enough units to treat their blood glucose until they get home. The customer did not return the product back for analysis.